Event description:
Clinic notes were received from the vns patient¿s office visit on (B)(6) 2013 indicating that the patient began having seizures after being seizure-free for eight months. The patient¿s friend reported that the seizures may be stress-related. Clinic notes for the patient¿s office visit on (B)(6) 2013 indicate that the patient would have a seizure once every few months. Attempts for additional relevant information will be made.

Manufacturer narrative:
.